Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and subsequently passed away. On an unreported date, the patient experienced peritonitis and was hospitalized for the event. The cause and treatment for the peritonitis was not reported. Dianeal therapy was ongoing. Upon further follow up regarding the peritonitis event, it was reported that the pt had passed away. The cause of death was unknown. Additional information was requested but is not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd894014 and gd894410 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).